Event description:
The patient reported that they were getting a poor communication screen on their programmer and their recharger was not able to communicate with their implantable neurostimulator (ins). The last time the patient felt stimulation was in (B)(6) 2016 and they didn't recharge their ins for personal reasons. Additional information received indicated that the patient didn't experience any symptoms related to their communication issues and they were awaiting an appointment with a manufacturer representative. The indications for use are failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.